Event description:
A lawsuit was received stating that after a complete right hip replacement, patient was admitted to a nursing home. When being transferred from the gurney to the bed, the bed suddenly collapsed & fell to the ground with the patient on the bed. The patient allegedly suffered multiple serious injuries to her back, hips & legs as well as trauma throughout her body. The lawsuit claims that as a result of the injuries, the patient has been unable to maintain her previous lifestyle and has difficulty performing household tasks.

Manufacturer narrative:
Limited information was provided from the canadian law office of (B)(6). The model and serial number of the bed is unknown. No information was provided relating to a specific component malfunction with the bed or the alleged serious injuries sustained, or any medical intervention received when the bed collapsed. An attempt is being made to have the bed returned to invacare. This report is being filed in an abundance of caution. Should any additional information become available, a follow up report will be filed. Note: the manufacturer of the subject bed is unknown, therefore, taylor street manufacturing (elyria ohio) cfn number is being utilized for the MDR filing.